Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Product ID 8709 lot# j10815r62, implanted: 2002 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that, on (B)(6) 2013, the patient went to the emergency room (ER) with a erythematous wound with some granulation tissue and wound dehiscence. At that time his white blood cell (wbc) count was 12.5 and he was sent home on clindamycin. The next day, the patient returned to the ER because, there had been significantly more drainage and no improvement with the oral antibiotics. At that time, his wbc count was 20. The patient also had a fever of 101 degrees fahrenheit at home. Neurosurgery was consulted for further management. When he was seen in the ER, he had a temperature of 37.3, blood pressure of 130/73, heart rate of 106, respirations of 18 and oxygen saturation of 96% on room air. The incision had significant erythema, induration and some purulent drainage. The sutures were intact, but there was some obvious wound dehiscence. The patient was admitted to neurosurgery for intravenous antibiotics of zosyn and flagyl. Wound cultures, erythrocyte sedimentation rate (esr) and c-reactive protein (crp) were to be collected. The patient had a post-operative wound infection. The patient also experienced increased spasticity. The pump was explanted. The healthcare provider (hcp) also removed 50cm of the catheter from the pump pocket and tied off the remaining catheter segment. The patient status was reported as ¿alive-no injury¿ on the same day. It was noted that, after pump implant on (B)(6) 2013, the patient was doing well with no immediate complications. The device system was used to deliver lioresal 2000mcg/ml at 443mcg/day. It was later reported, the wound culture grew ¿(B)(6) coag positive¿. The patient was continuing with baclofen withdrawal with medical management. His vital signs were stable with interventions. It was later reported that a dye study was performed. However, the reason was not reported. It was suggested that the device would be replaced on (B)(6) 2013. However, this was unclear.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced increased tone and agitation. The patient was given oral baclofen, dantrium and klonopin to overcome the symptoms. It was not believed that the patient went into withdrawal until after the pump was explanted. The patient "tends to get very worked up at baseline, and this could be misconstrued as withdrawal." The patient was originally given oral antibiotics but returned to the emergency department (ed) the next day. The patient was admitted to the hospital on (B)(6) 2013. The pump was explanted. The end date of baclofen intrathecal treatment was at explant. The patient was discharged on (B)(6) 2013. The infection has resolved. The patient's mother was unsure if they will elect to have another pump implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.